Event description:
It was reported that during start-up and prior to docking the da vinci s surgical system to the patient for a mitral valve repair procedure, the system started faulting and the led on the third arm turned red. An isi technical support engineer (tse) reviewed the error logs and found error codes #25515 & #25503. The tse had the surgical staff power cycle and emergency power-off the system, however, the system began faulting again during homing. The patient had been under anesthesia for 1 hour and 50 minutes when the surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error codes #25515 and #25503 found in the error logs were associated with the remote arm controller (rac) and/or the embedded serializer for setup joints (essj). The rac consists of five printed circuit assembly (pca) boards which operate together to provide control of the system arms. The essj gathers position information and sends this information as serialized data to the rac. The system was repaired by replacing the affected rac and essj. The system alarm (system generated fault code) functioned as designed, and there was no injury to the patient. System error code #25515 indicates a communication problem between the rac and essj. System error code #25503 is a sympathetic error which occurs when a communication fault associated with the rac is detected. Upon determining this condition, the safety system puts da vinci s in a "non-recoverable safe state". As of december 3, 2008, there have been no reported recurrences of the issue at this hospital.